Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to baxter for evaluation. However a photograph of the actual device was provided. A visual examination of the photograph was performed and confirmed the reported condition of a ruptured reservoir. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during a patient infusion. No patient injury or medical intervention was reported. No additional information is available at this time.